Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
(B)(6) 2005, the patient presented with the pre op diagnosis of sequential instability/discogenic pain l4-5, and l5-s1. The patient underwent transforaminal lumbar interbody fusion procedure at l4-l5-s1 using rhbmp-2/acs, vbs 26 x 12 mm, and pedicle screws. Emg/sep¿s were stable during the procedure. No patient complications were reported. L4-5, l5-s1 disc material was sent to lab for examination.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.